Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02080 and # 3005099803-2012-02081 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure. According to the complainant, during the procedure the clips grabbed onto target tissue, however failed to release from the delivery catheters. The clips eventually released after manipulation, but subsequently fell off into the patient. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Three devices were returned for evaluation. As the clips could not be distinguished, all clips were evaluated under each complaint. Visual evaluation of device one revealed the clip assembly was fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire and the sheath grip was detached from the oversheath. The oversheath was not returned with the device. Visual evaluation of device two revealed the clip assembly half deployed. The clip assembly was not returned with the device, however the yoke was still attached to the control wire. The yoke was actuated and deployed. Visual evaluation of device three revealed the clip assembly was fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. The reported event of clip failed to release was not able to be confirmed. However, as evidenced by the kinks in the control wires, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02080 and # 3005099803-2012-02081 address these devices.it was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure.according to the complainant, during the procedure the clips grabbed onto target tissue, however failed to release from the delivery catheters. The clips eventually released after manipulation, but subsequently fell off into the patient. The procedure was completed using another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.